Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a jagtome rx sphincterotomy performed on (B)(6) 2009, on a (B)(6) male pt. According to the complainant, the physician introduced a jagtome rx sphincterotome into the scope and once it was out of the scope, he noted that the tip of the jagtome was bent to the right, and it could not be introduced into the pt's common bile duct. The device was removed from the pt and scope, and another jagtome rx sphincterotome was used to complete the procedure successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info becomes available, a supplemental medwatch will be filed. (B)(4).